Manufacturer narrative:
Retainer ring - black customer returned insulin pump for an alleged unresponsive keypad, pump error 53 and frozen screen found on (B)(6) 2021. Device was unable to perform the displacement test and the self test due to an unresponsive keypad. Device was cut open and moisture damage was found on the keypad assembly on the s3, s7 and s4 buttons. Unable to download history files and traces using thus due to an unresponsive keypad. Device did not pass the keypad voltage test due to a corroded keypad. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, serial label damage, keypad overlay texture damage, keypad overlay peeling, moisture damage, end cap address label missing and minor scratches on lcd window. In summary, customers alleged unresponsive keypad was confirmed due to corrosion found on the keypad assembly. Unable to confirm customers alleged pump error 53 due to unresponsive keypad. Unable to download history files or traces confirmed. Customers alleged frozen screen was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump receive software error detected. Customer was unable to clear the alarm but buttons was not working. Customer said that an error suddenly occurred on the insulin pump. Customer was reported frozen display. Customer reported that the time clock did not advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.